Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spb10, (impl tapered sp 3.7mm 10m m octagon) for evaluation. Visual evaluation / functional test was performed, unable to remove mount from implant. Malfunction detected. DHR review was completed for the subject lot number 2022031123. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022031123 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the implant and/or fmt was not adequate to withstand recommended torque values for placement/seating. Therefore, based on the available information, a device malfunction did occur. The mount was unable to be remove from implant. Malfunction detected. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A1: patient identifier unknown / not provided, a2: age at time of event unknown / not provided, a4: patient weight unknown / not provided, g4: premarket identification: k011245/k002188.

Event description:
It was reported that when placing the implant on tooth site #unknown the mount would not disengage from implant and therefore it could not be used, another implant was used to complete the surgery. No patient impact. Additional appointment required: no.